Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation and a physical investigation was performed for the catheter. The reported mechanical jam cannot be confirmed. During physical investigation a catheter was received. After checking the tension on the tip, the helix came out. The tube had a strong kink right at the kink protection at 115 cm from the of the catheter. The broken part of the helix was found broken at 115 cm from the tip of the catheter, right at the kink protection. Therefore, the investigation could not be confirmed for the reported mechanical jam issue and is confirmed for the break issue. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the femoral-popliteal artery of the right lower limb, the catheter allegedly stopped rotating. The procedure was completed using another device. There was no reported patient injury.